Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had battery errors was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that there have been issues with "battery" errors. Customer reports that one device on that unit had a dead battery that took 2 minutes before it would turn on. This was reported to bd representatives during site visit. Education was provided to have the pcus plugged in during storage and reminded them that the plastic bag would need to be removed when plugged in. There was patient involvement but no harm.